Event description:
The thread over the core is completely ripped apart. Updated info as per complaint from received (B)(6) 2012: "pt taken to radiology to see what had happened, new guidewire was entered and shall placed, then the old and broken guidewire was removed." No part of the device remained inside the pt. The complaint did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.